Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently this pacemaker was explanted and replaced. This device has been received for investigation. No additional adverse patient effects were reported.